Event description:
Flush valve use began 5/02, 10/04 a patient found to have > 800cc in stomach despite rn not being able to aspirate any formula thru valve. When the valve was removed the formula was able to be aspirated. Various anecdotal events have come in of similar events. Nurses are pulling them off because they feel them unsafe. User facility has pulled the valve from stock effective 6/1/05.